Event description:
During an incident in 2005 at 17:30 p.m. Involving pt who was in the waking phase after an operation and in spontaneous ventilation waiting for extubation, oxygen was being delivered through the laerdal resuscitator (lsr) and a nurse near the pt's bed saw very quickly (10 seconds) that the pt was in respiratory distress with no expiration (too much pressure). The physician reacted quickly and inserted a chest drain within 1.5 minutes. The pt is out of the hosp. An initial incident (9610483-2005-00228) happened 3 days later, with the same lsr in the same recovery room. The lsr was not then suspect. It was discovered after this 2nd incident that the lsr had 2 lip valves installed. It is hosp practice to disinfect and sterilize the valve of the resuscitator once a week on friday morning; an antimicorbial filter is used between the pt and the resuscitator.